Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Relevant test was completed to assess lead electrical performance. Returned segment of lead passed continuity test.

Manufacturer narrative:
Lead is expected to be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular lead was exhibiting high pacing thresholds. Surgical procedure was needed to resolve the issue and this lead was explanted. No additional adverse patient effects were reported.